Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The sphincterotome was advanced into position and cutting wire orientation was reported to be incorrect. The handle was rotated in an attempt to manipulate cutting wire orientation, causing damage to the catheter. The procedure was completed using this device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved was not provided to cook for eval. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. This type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. Customer quality assurance will continue to monitor for complaint trends.